Manufacturer narrative:
User error: a siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin I result was due to the operator diluting a wrong pt sample. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant troponin I result was obtained on patient sample. The sample was repeated and the troponin I result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequence as a result of the discordant troponin I result.